Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the prograsp forceps instrument for failure analysis evaluation. However, the product has not yet been received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument could not be removed from the cannula because the instrument was observed to be broken at the wrist. Intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that they would need to remove both the instrument and the cannula at the same time. The customer removed the instrument and the cannula together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.